Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Then 2.4 a few hrs later, then 0.9 an hr later after that. Pt takes coumadin due to atrial fibrillation and is on amiodarone.